Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise episodes on the atrial channel were observed. Provocative testing was performed and the noise could not be reproduced. Threshold, sensing and impedance parameters were in range. No intervention was performed at this time. The patient was stable.